Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, lower than expected tsh result was obtained when a single patient sample was tested using vitros tsh lot 7211 on a vitros 5600 integrated system. The result was lower when compared to a non-vitros roche tsh result from alternat sample for the patient. Patient 1 sample 1, vitros tsh result of 0.03 miu/l (hyperthyroid) versus a patient 1 sample 2 roche result of 1.93 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, lower than expected vitros tsh result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, lower than expected tsh result was obtained when a single patient sample was tested using vitros tsh lot 7211 on a vitros 5600 integrated system. The result was lower when compared to a non-vitros roche tsh result from alternat sample for the patient. A definitive cause of the event was not established. A vitros tsh lot 7211 reagent issue cannot be ruled out as a contributor to the event, as unacceptable accuracy and precision was observed following a review of the biorad qc results leading up to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7211. There was no evidence of an instrument malfunction, however, as no diagnostic precision testing was conducted around the time of the event, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Patient sample mix up cannot be ruled out as a contributor to the event, as discordant results were obtained for the patient samples collected four days apart and discordance was also observed between vitros e2 and roche e2 testing. The discordance observed for tsh and e2 testing was consistent with biotin interference, however, patient 1 was not in receipt of a biotin supplement. Therefore, biotin interference did not contribute to the discordance observed.